Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the valve of the one-link valve disconnected from the extension set. The nurse explained that after they detached a syringe, they noticed that the one-link valve was not on the extension set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The directions for use indicates that the customer must ¿hold the one-link connector securely while detaching syringe or administration set¿. The cause of the condition was determined to be use error. Should additional relevant information become available, a supplemental report will be submitted.